Manufacturer narrative:
From the event description and photographs provided, this appears to be a known problem of incompatible cleaning solutions reacting with the plastic of the warmer head casing and causing it to crack over time. The subject infant warmer is approx 4 years old. Fph has made further inquiry into the type of cleaning solution used by the hospital when cleaning their infant warmer units. Fph's infant warmer cleaning instructions has always identified chemicals to avoid such as hydrocarbons, ammonia, amines and aqueous alkaline solutions. As part of continous improvement, we have since revised our infant warmer cleansing instructions recommending specific proprietary cleaning wipes. We will provide a follow-up report upon receipt of the info requested.

Event description:
A healthcare facility reported that a mobile infant warmer had a crack in the upper molded plastic. No pt consequence was reported.